Manufacturer narrative:
The pump had a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the watchdog timeout, external ram crc or unexpected restart alarms due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a high pitched tone, then multiple error alarms. Blood glucose level at the time of the incident was not provided. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.